Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a display issue/flickering. There was no reported patient involvement.

Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported display issue has been completed. Data analysis: there was nothing in the logs that indicate the screen flickering. Device analysis: the device failure was reproduced and confirmed during the investigation and through isolative testing can be isolated to the screen and not the 4-in-1. Root cause: the cause of the aic issue was a flickering kbd/display. This report is being filed as part of a retrospective review of historical records.